Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer confirmed leaking from cuvette wash station . Service replaced the drive assembly and that resolved the issue with the leak. The software version of the instrument is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leak from the cuvette wash station of their unicel dxc 660i synchron access clinical system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.